Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 18 millimeter (mm) non-medtronic (true) balloon. The valve was successfully implanted at a depth of 4 mm on the non-coronary cusp (ncc), and 4 mm on the left coronary cusp (lcc). Following the implant of the valve, an echocardiogram was performed that revealed moderate paravalvular leak (pvl). Subsequently, a post-implant bav was performed to address the pvl using a 23 mm non-medtronic (true) balloon; however, the valve dislodged due to the post-implant bav. It was reported the physician decided to turn off pacing and the balloon "carried" the transcatheter valve out of the annulus, and above the sinotubular junction (stj). After valve dislodgement, the implant depth on the ncc was 0 mm, and the implant depth on the lcc was 0 mm. Subsequently, a second transcatheter valve was implanted at a depth of 4 mm. Following the implant of the second valve, moderate pvl was observed and another post-implant bav was successfully performed using a 25 mm balloon. A post-implant echocardiogram was performed that revealed mild pvl and the patient was stable. Per the physician, the patient's calcified anatomy contributed to the dislodge. It was noted that a30 minute procedural delay occurred. Additional information was received that a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter.

Manufacturer narrative:
Corrected: d4, e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 18 millimeter (mm) non-medtronic balloon. The valve was successfully implanted at a depth of 4 mm on the non-coronary cusp (ncc), and 4 mm on the left coronary cusp (lcc). Following the implant of the valve, an echocardiogram was performed that revealed moderate paravalvular leak (pvl). Subsequently, a post-implant bav was performed to address the pvl using a 23 mm non-medtronic balloon; however, the valve dislodged due to the post-implant bav. It was reported the physician decided to turn off pacing and the balloon "carried" the transcatheter valve out of the annulus, and above the sinotubular junction (stj). After valve dislodgement, the implant depth on the ncc was 0 mm, and the implant depth on the lcc was 0 mm. Subsequently, a second transcatheter valve was implanted at a depth of 4 mm. Following the implant of the second valve, moderate pvl was observed and another post-implant bav was successfully performed using a 25 mm balloon. A post-implant echocardiogram was performed that revealed mild pvl and the patient was stable. Per the physician, the patient's calcified anatomy contributed to the dislodge. It was noted that a 30 minute procedural delay occurred.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012697476); product type: 0195-heart valves; implant date: n/a; explant date: n/a, product ID: {non-medtronic post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.